Manufacturer narrative:
D10: the leads (qty: 2, lot #: va1qwav) were returned. Continuation of d11: product ID 3389s-40 lot# va1qwav, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type lead, product ID 3389s-40, lot# va1qwav, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type lead, h3: the returned leads (qty: 2, lot#: va1qwav) were subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the lead conductors were stretched in the body of the leads; however, electrical testing of each lead determined that continuity was complete and there were no electrical shorts between the circuits. H6: method code 4117 and result code 3221 no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted the high impedance was resolved after replacing the leads.

Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot#: va1qwav, implanted: (B)(6) 2019, explanted: (B)(6) 2019, ubd: 06-feb-2021, UDI#: (B)(4), product type: lead. Product ID; 3389s-40, lot#: va1qwav, implanted: (B)(6) 2019, explanted: (B)(6) 2019, ubd: 06-feb-2021, UDI#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was uncomfortable after implant and returned to the hospital to find the impedance of their leads was too high. Two new leads were implanted and the patient was currently in the hospital for observation. The cause of the high impedance was unknown. No further complications were reported as a result of this event.